Event description:
The customer reported that there is an audio delay for red alarms on the picix. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system that a 10 second delay of the system alarms were confirmed. The fse indicated that after a replacement pc a system reboot there was no identifiable errors were found to correspond to the alarm delay.